Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. A visual internal and external inspection was performed and no issues were found. Manual articulation was performed and passed. There were no exposed wires/wiring. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.